Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for 2 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), rash ("rash on my lower back and buttocks"), allergy to metals ("I'm allergic to nickel") and uterine enlargement ("my uterus was huge"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, adenomyosis, rash, allergy to metals and uterine enlargement outcome was unknown. The reporter considered adenomyosis, allergy to metals, genital haemorrhage, rash and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :adenomyosis, allergy to metals, genital haemorrhage, rash and uterine enlargement . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for 2 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), rash ("rash on my lower back and buttocks"), allergy to metals ("I'm allergic to nickel") and uterine enlargement ("my uterus was huge"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, adenomyosis, rash, allergy to metals and uterine enlargement outcome was unknown. The reporter considered adenomyosis, allergy to metals, genital haemorrhage, rash and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :adenomyosis, allergy to metals, genital haemorrhage, rash and uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.